Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges "leaks appear after insertion, even after manipulation and correction of the position". No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site in kulim, malaysia for investigation. The manufacturer reports that there was no damage observed from the outer profile of the device. Review was performed on all the gluing at the joints of the returned sample and there were no abnormalities observed. The sample was subjected to a cuff leak test and no leaks were detected. An airway tube leak test was also performed and no leaks were detected in the airway tube. The DHR was reviewed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
Customer complaint alleges "leaks appear after insertion, even after manipulation and correction of the position." No patient harm reported. Patient condition reported as fine.